Event description:
It was reported that the patient experienced a loss of therapeutic effect and no stimulation sensation. The patient experienced those symptoms following a magnetic resonance imaging scan of his knee, in (B)(6) 2011. Additional information had been requested, but was not available as of the date of this report.

Manufacturer narrative:
Product ID 3093-28, lot# v557763, implanted: (B)(6) 2010, product type lead; product ID 3037, serial# (B)(4), product type programmer, patient. (B)(4).